Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("haemorrhage"). The patient was treated with surgery (removal of the uterus and fallopian tubes). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and device breakage ('piece of implant still somewhere in her body') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got totally pregnant despite the essure implants" in 2013. In 2011, the patient had essure inserted. In 2012, the patient experienced depression ("depression") and suicide attempt ("attempted suicide"). In 2013, the patient was found to have a pregnancy with contraceptive device ("she got totally pregnant despite the essure implants"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("haemorrhage"), complication of device removal ("piece of implant still somewhere in her body"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain over her body") and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the uterus, ovary and fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, depression, suicide attempt, fibromyalgia, arthralgia and endometriosis outcome was unknown, the device breakage and complication of device removal had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered arthralgia, complication of device removal, depression, device breakage, endometriosis, fibromyalgia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and suicide attempt to be related to essure. The reporter commented: in 2011, she went to see her gynecologist, she was 37 years old, and no longer able to take the pill or use coils. He recommended these implants, and told her that there was nothing to worry about. I decided to have the implants removed, but things went wrong. They took out my uterus, one ovary, and discovered that I had endometriosis, and a piece of the implant is still somewhere in my body. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022: the following information was included: reporters, patient's details, pregnancy updated from unknown to yes, pregnancy information, events added: attempted suicide, depression, pregnancy with contraceptive device, device ineffective, fibromyalgia, generalised joint pain, endometriosis, a piece of implant still in her body. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and device breakage ('piece of implant still somewhere in her body') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got totally pregnant despite the essure implants" in 2013. In 2011, the patient had essure inserted. In 2012, the patient experienced depression ("depression") and suicide attempt ("attempted suicide"). In 2013, the patient was found to have a pregnancy with contraceptive device ("she got totally pregnant despite the essure implants"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("haemorrhage"), complication of device removal ("piece of implant still somewhere in her body"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain over her body") and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the uterus, ovary and fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, depression, suicide attempt, fibromyalgia, arthralgia and endometriosis outcome was unknown, the device breakage and complication of device removal had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered arthralgia, complication of device removal, depression, device breakage, endometriosis, fibromyalgia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and suicide attempt to be related to essure. The reporter commented: in 2011, she went to see her gynecologist, she was 37 years old, and no longer able to take the pill or use coils. He recommended these implants, and told her that there was nothing to worry about. I decided to have the implants removed, but things went wrong. They took out my uterus, one ovary, and discovered that I had endometriosis, and a piece of the implant is still somewhere in my body. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: the case will be deleted from bayer pv database. Nullification reason: upon internal review was identified this case was a duplicate, all information was transfere to remain case (B)(4) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and device breakage ('piece of implant still somewhere in her body') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got totally pregnant despite the essure implants" in 2013. In 2011, the patient had essure inserted. In 2012, the patient experienced depression ("depression") and suicide attempt ("attempted suicide"). In 2013, the patient was found to have a pregnancy with contraceptive device ("she got totally pregnant despite the essure implants"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("haemorrhage"), complication of device removal ("piece of implant still somewhere in her body"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain over her body") and endometriosis ("endometriosis"). The patient was treated with surgery (removal of the uterus, ovary and fallopian tubes). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, depression, suicide attempt, fibromyalgia, arthralgia and endometriosis outcome was unknown, the device breakage and complication of device removal had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered arthralgia, complication of device removal, depression, device breakage, endometriosis, fibromyalgia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and suicide attempt to be related to essure. The reporter commented: in 2011, she went to see her gynecologist, she was 37 years old, and no longer able to take the pill or use coils. He recommended these implants, and told her that there was nothing to worry about. I decided to have the implants removed, but things went wrong. They took out my uterus, one ovary, and discovered that I had endometriosis, and a piece of the implant is still somewhere in my body. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.